Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, in an unspecified period of time following placement of a trapease vena cava filter, the device reportedly dislodged and migrated. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, an unspecified period of time after placement of a trapease vena cava filter, the device is reported to have dislodged and migrated.  As a direct and proximate result of these malfunctions, the patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment

Manufacturer narrative:
It was reported that a patient underwent placement of a tapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, dislodgement and migration of the filter. Additional information was received from the patient profile form that the filter is embedded in the wall of the inferior vena cava (ivc). However, there are no removal attempts made. The patient reports that due to the ivc migration she has suffered significant pain and is distressed by the thought that the filter could move or cause damage to her veins and organs. The indication for the filter implant was extensive pulmonary embolism (pe) with deep vein thrombosis (dvt) while on heparin. Additional medical records received indicate the filter was placed because of extensive pulmonary embolism, with deep venous thrombosis, on heparin. The filter was placed via the right internal jugular vein and deployed within the infra-renal ivc. An ivc gram demonstrated normal venous anatomy and no thrombus within the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without imaging available for review the reported embedded and migration could not be confirmed or further clarified. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a tapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, dislodgement and migration of the filter. Additional information was received from the patient profile form that the filter is embedded in the wall of the inferior vena cava (ivc). However, there are no removal attempts made. The patient reports that due to the ivc migration she has suffered significant pain and is distressed by the thought that the filter could move or cause damage to her veins and organs. The indication for the filter implant was extensive pulmonary embolism (pe) with deep vein thrombosis (dvt) while on heparin. Additional medical records received indicate the filter was placed because of extensive pulmonary embolism, with deep venous thrombosis, on heparin. The filter was placed via the right internal jugular vein and deployed within the infra-renal ivc. An ivc gram demonstrated normal venous anatomy and no thrombus within the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without imaging available for review the reported embedded and migration could not be confirmed or further clarified. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form that the filter is embedded in the wall of the inferior vena cava (ivc). However, there are no removal attempts made. The patient reports that due to the ivc migration she has suffered significant pain and is distressed by the thought that the filter could move or cause damage to her veins and organs. Additional medical records received indicate the filter was placed because of extensive pulmonary embolism, with deep venous thrombosis, on heparin. The filter was deployed in the infrarenal ivc. Additional information was received with updates made to the following sections. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.